Event description:
It was reported that, during final tightening of the nut, the tip of the driver fractured and remained in the nut. Patient outcome: no adverse effect reported as a result of this event.